Event description:
It was reported that during a diagnostic procedure, removal difficulties were encountered. The shaft of the catheter kinked during advancement and the physician had to remove the catheter slowly from the pt.